Event description:
Healthcare professional returned an explanted device due to a suspected breakage in the balloon.

Manufacturer narrative:
Taper unknown. Analysis of the shell ring noted portion of the shell is partially detached from the ring and visible failure of the adhesive. The belt had missing material and striations consistent with scratches from a surgical tool. The buckle was broken with striations consistent with surgical damage and may have been made to facilitate removal of the device. The band tubing (this is the portion of tubing located between the stainless steel connector and the band, not the stainless steel connector and the port) was broken with striations consistent with surgical damage and may have been made to facilitate removal of the device. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."